Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was in sterilized packaging, but there were impurities like metal inside the product.